Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, as the device stopped working as expected. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported and the patient outcome after the surgery was said to be good.